Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported they were about to implant a xen45 gts into a patient's left eye when the slider of the injector got blocked and they're unable to push the slider all the way to let the stent go out. Surgery was completed with another xen45 gts approximately a week later. No eye injury was reported.